Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: can not determine. Source: email.

Event description:
Customer reporting a potential false negative sars result at day 6 of their infection. Customer states they were positive using a different brands of otc rapid antigen.